Manufacturer narrative:
This report was found to be a duplicate of an event already reported in 3011050570-2025-01136 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device shows error during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient harm.